Manufacturer narrative:
As no further information has been received at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the hospital due to a red light on her communicator. A code 1003 had been recorded; however, an alert had not been generated via remote monitoring. Additionally, noise was noted on the atrial lead. A boston scientific technical services consultant informed the caller that the red call doctor light on her communicator indicates that the communicator picked up a red alert in the implantable device but has been unable to send the information to the clinic. The consultant suggested the patient contact latitude customer support to confirm connectivity. A request was made to have device data analyzed which identified a potential high impedance within the battery. Device replacement was recommended and a replacement interval was provided. Remote monitoring data for atrial lead diagnostics was also reviewed. Information had been noted that the associated atrial lead is fractured and had previously been programmed to split configuration with unipolar pacing and bipolar sensing. This information was dated two years prior; however, the first evidence of atrial noise was nearly four years ago. This system remains in service and no adverse patient effects were reported.